Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump hit the edge of a table and subsequently, a large portion of the screen had a dark discoloration that made the screen unreadable. Customer's blood glucose was 180 mg/dl. Reportedly, customer continued to use the pump for insulin therapy but also had manual injections available.